Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg replacement procedure. Additional information was received that the explanted device was kept by the medical facility.